Event description:
It was reported that following the implantation of an elevate anterior, the patient experienced "superficial wound separation". It was reported that the "superficial wound" separated "0.5 cm along suture line on perineum." Topical estradiol 0.01% and traumeel cream were prescribed on (B)(6) 2015. The event was considered not recovered/not resolved (continuing). There were no further patient complications reported in relation to this event. Related to manufacturer report #: 2183959-2015-00387.

Manufacturer narrative:
Additional information.

Event description:
Additional information was received and indicated that the patient's superficial wound was healed and the topical treatments were discontinued. The event was considered resolved/recovered with no sequlae as of (B)(6) 2015. There were no further patient complications reported in relation to this event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the patient's "superficial wound separation" was now 2mm. The patient was now "asymptomatic". The estrace (estradiol) cream was decreased to once a day for a week, starting on (B)(6) 2015. The event was considered recovering/resolving (ae is improving). There were no further patient complications reported in relation to this event.